Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 468 mg/dl at the time of incident. It was reported that high blood glucose was due to steroids. It was reported that the customer¿s blood glucose was 468 mg/dl and the sensor glucose was 495 mg/dl from the reported event and the difference was 27 mg/dl. Insulin delivery was not suspended due to sensor values. The customer was informed that their blood glucose and sensor glucose levels were in acceptable range. The insulin pump will not be returned for analysis.